Event description:
It was reported that the coronal plane bender was broken during use in surgery. No patient complications were reported.

Manufacturer narrative:
The device was returned to the MFR where evaluation confirmed the fracture of the instrument tip. No evidence was noted of manufacturing non-conformance or design related issues during product analysis. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. We are unable to determine the definitive cause of the reported event. The instrument breakage did not result in patient complications patient. Nevertheless, we are filing an MDR for notification purposes.